Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient's device pocket was infected, and the implantable cardioverter defibrillator (ICD) was explanted with no issue. The patient was stable.